Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a fall and their stimulation stopped due to the fall. The patient was holding onto a handrail outside and the rail came loose, which led to the patient fall. The rep did an impedance check and they all looked good. They tried to reprogram and they were feeling stimulation down their arms instead of their neck/shoulder like before. The rep had the arnp send them for an x-ray to look at the leads and they were to follow up with the patient the following day. The issue remained unresolved. Refer to (B)(4) for information regarding the scs system.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative stating that patient had seen the physician assistant and it was determined by them that there was not a big enough lead migration to do anything about it. Additional information was received from a legal representative of the patient reporting that patient had a fall about 5 feet and landed on it and since then is having painful stimulation. Patient had x-rays and healthcare professional had verified lead wires have moved.  Patient mentioned painful stimulation in their right arm and jaw at one point. No further complications were reported as a result of this event.